Event description:
Per the audiologist's report, testing demonstrated a decrease in the pt's speech perception. An integrity test performed in 2005 showed 8 short circuited electrodes. Explantation and reimplantation surgery was performed in 2006.